Event description:
It was reported that tandem mobi pump generated cartridge alarm 34 and caller could not continue using original cartridge. There was no adverse impact to the customer's blood glucose level. Customer removed original cartridge, followed technical support instructions including delivering 9-unit bolus and loading new cartridge using proper technique, and successfully resumed insulin therapy with new cartridge.